Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted. Unit was received with a full segment display. Unable to perform displacement test, operating current tests, self-test, and off no power test or download pump history due to full segment display anomaly. Pump was cut and open, no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Swapping out test boards confirms full segment display anomaly, problem isolated to interface board. The p-cap locks properly into the reservoir compartment. Following were noted during visual inspection: unit had scratched case, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker. Blank display not confirmed. Full segment display anomaly, problem isolated to interface board confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.